Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, small atrium, and cleft on the lateral posterior leaflet. A mitraclip xtw was inserted and deployed centrally on the mitral valve. A second mitraclip xtw was inserted without issues. However, medial trajectory was noticed. Therefore, the clip was brought back to the atrium for re-alignment. However, once the clip was in the atrium, the clip would not close. The clip could not close past 120 degrees. Troubleshooting was performed, but the issue continued to occur. A snare was inserted and used to close the clip arms. However, the clip arms would not close. The clip detached from the clip delivery system (cds) tip. The lock and gripper lines kept the clip from embolization. The clip was snared against the steerable guide catheter (sgc), pulled across the septum, and out of the groin. The procedure was completed with one clip implanted, reducing the mr to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported inability to close the clip and premature activation (clip detachment) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.